Event description:
A caller reported that the insulin gauge on the pump displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. Technical support explained to the caller that this occurrence could happen due to pressure variations affecting the insulin measurement, and once the remaining insulin matches the displayed static number, the estimate would start counting down as usual. The caller understood and acknowledged the resolution.